Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the hospitalization due to high blood glucose. The insulin pump alarmed no delivery. The blood glucose reading is 178 mg/dl. The blood glucose reading at the time of the event was 415 mg/dl. Diagnosed diabetes ketoacidosis. Customer was vomiting. Hospital treated with insulin drip. Nothing further reported.